Event description:
It was reported by the customer that the fiber was placed in pt. When the unit was activated "current limit error" came up and there was no output. The fiber was pulled and a second was installed. The device alarmed "current limit error" again. The fiber was pulled and the case aborted. There was no pt consequences.